Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by inseps on drawers. A field service engineer replaced inseps on drawers 4 and 6 as well to prevent failures. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure, unable to open. The customer reported able to get medication from another station and there was no delay in dispensing medication. There were no adverse events or injuries reported based on this incident.